Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder askp the anchor was broken during screwing in. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. There was no harm for the patient, operator or third party. (3 unused items will be returned for evaluation). Follow-up investigation: the tip of the anchor broke inside the patient and remained inside the bone. The tip is well fixed inside the bone. A new anchor was placed next to the broken anchor.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. Visual evaluation confirmed the tip broke-off across the thread of the anchor. This type of event can occur as a result of not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. Only the hex portion with approximately 50 percent of the threaded section plus one thread fragment were received. There were gouges and tool marks observed to the threads and inner hex of the larger fragment, which prevented further testing. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder askp the anchor was broken during screwing in. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. There was no harm for the patient, operator or third party. (3 unused items will be returned for evaluation) follow-up investigation: the tip of the anchor broke inside the patient and remained inside the bone. The tip is well fixed inside the bone. A new anchor was placed next to the broken anchor.